Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated after the device was electively explanted. Boston scientific technical services (ts) requested device details and discussed possible scenarios that might have caused the interrogation issue. The crt-d is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.